Event description:
It was reported that an ilet user experienced recurrent hypoglycemia after meal announcements and overnight, with concurrent episodes of hyperglycemia, and expressed concern that the pump delivered more insulin than needed. Symptoms included low blood glucose down to 39 mg/dl for about an hour at a time with device low and urgent low alerts, and high blood glucose up to 309 mg/dl for approximately two hours with device high alerts. Outcomes included self-treatment of lows with carbohydrates and no need for medical assistance, hospitalization, or ketone management. Investigation included a review of user-reported glucose trends and device alert behavior. Investigation of this case revealed that the cause of the hypoglycemia and hyperglycemia remained unclear, with no device malfunction reported or confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.